Manufacturer narrative:
The device was returned for evaluation with the device voltage above elective replacement indicator (eri) upon receipt. Analysis of the device image indicated the device was within normal range of operation. Telemetry, impedance, pacing, sensing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented in clinic experiencing pain around the device pocket site. The physician decided to explant the implantable cardioverter defibrillator (ICD), the right atrial (ra) and the right ventricular (rv) leads and implanted a new ICD system at the right side. The patient was discharged following the procedure.